Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 588 mg/dl. At the time of the call with tandem technical support (cts), the contact stated the health care provider was called before cts and was likely on the other line returning the call. Multiple follow up attempts were made to the customer. However, no additional information was provided.